Event description:
It was reported that when the programmer was in use with the implantable pulse generator (ipg) in the pocket, ventricular sensing was observed frequently during atrial pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.